Event description:
Reporter is wife of consumer, who states that husband is diabetic and that his blood sugars for the end of june were reading greater than 200. Wife states that she elminated every carb from consumer's diet and the readings remained >200. Spouse became symptomatic at work and had to sit frequently, because of being weak. They went to see the doctor, who used 3 different monitors averaging between '60 to 70'. The accuchek readings were '132' therfore, the reason why her husband felt sick wasn't because of his blood glucose being too high-but he was actually hypoglycemic and they were giving the wrong treatment based on incorrect meter readings. The pharmacist informed them that he'd received a letter from the company in regards to strips being inaccurate due to some preservative that had crystallized. Their doctor took the monitor for the representative to evaluate.